Event description:
As the physician was preparing to insert the device into the endoscope, it was noted that the cutting wire was broken at the tip. Another device was used to complete the procedure. The pt was reported to be "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.